Event description:
The patient was in the emergency room and his vitals were being monitored. It was discovered that the nibp (non-invasive blood pressure) cuff had inflated at the 15 minute interval but for some reason it did not deflate for 10-15 minutes. The patient's right hand was cyanotic with no palpable radial or ulner pulse; however the pulse was present with use of the doppler. The monitor did not alarm that there was a problem with the cuff as it normally does. The cuff was removed and the arm elevated with warm compresses. After a short time his arm was warm, less blue, and they were able to palpate the pulses. No further treatment needed.